Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was being implanted due to sudden cerebral hydrocephalus following trauma. After both catheters were connected to the valve, it was found that the valve was leaking when the reservoir was depressed. The valve was replaced and there was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, pressure-flow, pre-implantation, and leak testing. The valve did not meet the requirements for reflux testing. There was debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. Instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the leaking was unknown.